Event description:
Caller reported a malfunction on the pump, identified by malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump, which resolved the issue, allowing the customer to continue using the pump. Customer was advised to call back if the malfunction recurs, and they acknowledged understanding these instructions.